Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that 886 products optipac 60 refobacin bone cement r-3, reference (B)(4), lot number 902da05305 were manufactured on (B)(6) 2019, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for optipac 60 refobacin bone cement r-3, reference (B)(4), lot number 902da05305 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery after putting cement on the implant the bone cement was different than usual. The surface was shiny and after closer inspection it was noticed that the bone cement still had lumps of unmixed powder clumps in it. The cement was removed from the implant and discarded. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products optipac 60 refob bone cmt r-3, reference 4711500396-3, lot number 902da05305 were manufactured on 05 mars 2019, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during surgery after putting cement on the implant the bone cement was different than usual. The surface was shiny and after closer inspection it was noticed that the bone cement still had lumps of unmixed powder clumps in it. The cement was removed from the implant and discarded.